Event description:
Related manufacturer report 1627487-2023-05474. It was reported that the patient was experiencing pain from ineffective therapy from lead not specified, the patient underwent replacement surgery (B)(6) 2023 where the entire drg system was explanted due to too much scar tissue after multiple revisions, therefore replacement leads could not be implanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.